Event description:
It was reported that the 9800 system had no live image displayed on the left monitor. Also the interconnect cable was damaged. No pt injury was reported.

Manufacturer narrative:
The ge service representative performed an on site investigation. The camera, power supply, and interconnect cable were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.